Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (B)(6) 2025 has been used as a placeholder. Investigation summary: the customer complaint is ¿the device signals continuous alarm <<test failed>> not allowing normal use¿. The complaint is confirmed when the pump powered on and the replace pump alarm displayed on screen. After checking the event logs there were a lot of n56 replace battery events in the logs. The battery was replaced. Also noted was a puff of light smoke rose from the pump and a burning smell after plugging the pump into the power outlet during pci testing. When investigating the cause of the smoke it was noticed that the printed wire on the power supply looked burned near the area marking cr8. A photo was taken and uploaded to the service request. The battery which was in the pump when it arrived was an ICU issued battery csb with red text. The pump is on hold for now until further instructions on how to proceed. The device event log/alarm history review and a review of 12 month service history was, but no events in either history were found.

Event description:
A complaint was received regarding a plum 360¿ infusion pump that experienced a thermal event, smoke, found in investigation. The following issue was reported by the customer: ¿the device signals continuous alarm <<test failed>> not allowing normal use¿. The customer also stated: ¿the department has not reported any other faults¿. There is unknown patient involvement, and no report of patient harm was received. From ICU investigation: also noted was a puff of light smoke rose from the pump and a burning smell after plugging the pump into the power outlet during pci testing.